Event description:
A high blood glucose level of 589 mg/dl was reported by the customer, who suspected the cause to be unknown. There was no information about any adverse long-term impact on the customer's blood glucose level. The customer managed the high glucose level by performing a correction injection using multiple daily injections (mdi) and declined further assistance or a supplies/system check. No additional actions were taken or required.